Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient arrived for interferon injection. When he arrived, he mentioned that his 5fu chemo bottle might be leaking. Upon investigation, it appears that the mediport needle tubing is cracked and a small amount (approx. 1-2 ml) has leaked from the cracked tubing onto his shirt. The crack occurred on the mediport needle line itself, just below where the clave is attached. Md was notified, decision was made to remove the damaged mediport needle, re-access the mediport, and continue with the current 5fu chemo bottle. Patient was then safely discharged home."